Manufacturer narrative:
Pump received with a solid white blank display with horizontal black lines due to cracked lcd glass. Unable to perform the self test and displacement test due to display anomaly. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. It was reported that they noticed that the reservoir ring is dangling on the infusion set. Customer states the pump has cosmetic damage. It was reported that the reservoir ring is loose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis